Manufacturer narrative:
H6: investigation summary the complaint of "false positive results" with the sars-cov-2 assay and "reader saturation issues" was reported against the bd max instrument catalog number 441916, serial number (B)(6). The complaint of "false positive results" is unable to be confirmed with the information present. Multiple reagent cases were opened for these false results. The reagent investigation revealed that there may be an instrument reader issue with pressure plate or alignment. The complaint of "reader saturation warning" is confirmed. Reader a and reader b were replaced, cleaned and normalized. There is an open CAPA (1632720) for max result complaints. No parts or materials were returned as a part of this complaint investigation. The investigation consisted of a review of the customer complaint and service notes, the complaint history for the instrument, and related customer complaint data. No new risks, or hazards were identified based on this investigation.

Event description:
It was reported while using the bd max¿ instrument 18 false positive results were obtained by the laboratory personnel. Confirmatory testing was performed using 2 other different real-time pcr tests and the results were negative. No erroneous results were reported and there was no patient impact.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using the bd max¿ instrument 18 false positive results were obtained by the laboratory personnel. Confirmatory testing was performed using 2 other different real-time pcr tests and the results were negative. No erroneous results were reported and there was no patient impact.